Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the MFR will file a follow-up report detailing the results of the evaluation.